Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the customer noticed an external leak (volume unknown) at the center of the coulter lh 780 hematology analyzer and onto the countertop which appeared to be diluent. The operator was wearing gloves and lab coat during this event. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 and observed multiple leaks around triple transducer module (ttm). The leak was coming from the black stripe tubing going through the vl50, from the flow cell port 5 and the sample line at bottom of flow cell. The fse replaced the multiple tubing around ttm. The flow cell was cleaned and the ttm was optimized. The fse also verified instrument as per procedure, issue was resolved. Failure mode is associated with the black stripe tubing going through vl50, flow cell port 5, and sample line at bottom of flow cell. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).